Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of total power failure alarm. Performance testing could not reproduce the reported issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device stopped, displayed an error message and rebooted. There was no harm or serious injury reported as a result of the incident.